Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the chuck device seized up when they were putting the drill bit device into the chuck. It was further reported that during post surgery testing, one prong broke when the chuck was loosened and it fell out. It was reported that there was no delay and a spare device was available for use. It was reported that the surgery was completed successfully. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2016; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly